Manufacturer narrative:
(B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result, on (B)(6) 2021, the ipg was re-positioned. Surgical intervention resolved the issue.